Event description:
The customer reported to olympus, the uretero-reno videoscope tested positive for an unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for 5 colony forming units (cfus) of micrococcus luteus and > 1 cfus of unspecified aerobic revivable microorganisms. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water and flushes out the channels, however it was not specified which channels are cleaned during this process. The customer uses anios clean detergent during the pre-cleaning process. During the manual cleaning process, the customer uses anios clean detergent and brushes the instrument channel. The customer uses albyn medical, kit scope clean brushes. The scope is manually disinfected with an unspecified peracetic acid. The customer does not use an automated endoscope reprocessor (aer) treatment to clean the scope. The scope is stored horizontally in an unspecified storage. Olympus is the maintenance company used by the customer. The scope was not sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A defect was noted where the cable part had leakage. However, this defect alone is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of urf-v describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.